Manufacturer narrative:
Weight- unk, ethnicity- unk, race- unk, PMA/510(k): this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -12.0/4.0/121 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.